Event description:
It was reported that the patient experienced a stroke event when their previous implantable neurostimulator (ins) was implanted on (B)(6) 2023, necessitating an overnight stay. The patient stated that everything had been fine since that event. They mentioned that the manufacturer representative was present at the time of the event. No other information was provided. Additional information was received from the manufacturer representative (rep) and confirmed with the healthcare provider (hcp) that, after further review, the patient's medical history indicates that there are no records of a stroke on (B)(6) 2023.